Event description:
The pt also experienced bilateral ruptures of the devices.

Manufacturer narrative:
Date of this report: 7/23/99. Eval summary: based on the info received and the results of the limited laboratory eval, pe was unable to confirm the reported rupture of the pt's prostheses. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting physical eval of these covered devices. Without the benefit of additional eval to include leak testing and microscopic examination. Pe was unable to identify any leakage sites which may have contributed to the reported rupture of the devices.